Manufacturer narrative:
The cobas c111 analyzer serial number was (B)(6). Qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with cholesterol gen.2 (chol2) assay on a cobas c111 analyzer. Initial result: 385 mg/dl. The physician questioned the initial result and requested a repeat of the original sample. On 10-jun-2024: repeat result: 213 mg/dl. The repeat result was considered to be correct.

Manufacturer narrative:
A general reagent issue can be excluded since the calibration and qc were acceptable. The alarm trace did not show any abnormality. The investigation did not identify a product problem. The cause of the event could not be determined.